Manufacturer narrative:
Concomitant medical product: 693565 lead, implant date: (B)(6) 2012; dtma1d1 crt-d, implant: date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead exhibited high thresholds and undersensing. The epicardial lead was capped and replaced. No patient complications have been reported as a result of this event.